Event description:
The customer reported via phone call requiring medical intervention by emergency medical services due to low blood glucose levels. The customer stated that she was asleep and did not know that her blood glucose was running low. She stated that she had not been able to set up her sensor and transmitter properly. The customer's husband attempted to wake the customer to eat but she was unresponsive, leading to the 911 call. The customer's blood glucose was 30 mg/dl. The customer stated that she had slept in and her basal delivery may have caused the low blood glucose event. She stated that she knew this happens when she slept in. She declined troubleshooting assistance, stating that this was normal. She requested replacement of the transmitter. The customer's most recent blood glucose was 145 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-15889.